Manufacturer narrative:
Concomitant therapies: juvéderm vollure¿ xc. Further information from the reporter regarding event has been requested. No additional information is available at this time. The event of puffiness is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported events of edema: "6. Adverse events a. Clinical evaluation of juvéderm® ultra plus xc a 2-week, randomized, controlled us clinical study for juvéderm® ultra xc and ultra plus xc compared with juvéderm® ultra and ultra plus without lidocaine showed a similar safety profile in all subjects (n = 72), with the exception of fewer reports of pain/tenderness with the product containing lidocaine. Common treatment site responses (ctr) by severity and duration, are presented in tables 1 and 2. Aside from injection site responses, there were no adverse events related to the device, procedure, or anesthesia. ¿ the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. C. Other safety data postmarket surveillance inflammatory reaction at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, blister, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the health care professionals included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. ¿ the onset of edema, erythema, and pain generally varied from immediate to 2 months post injection. The treatment prescribed included nsaids, anti-histamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. 8. Instructions for use b. Health care professional instructions 13. With patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient to a touch-up session after 1-2 weeks. C. Patient instructions it is recommended that the following information be shared with patients: ¿ within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites."

Event description:
Healthcare professional reported injecting a patient with juvéderm vollure¿ xc in the marionette lines and juvéderm® ultra plus xc in the diagonal cheek lines and the mid cheeks. A week later, the patient experienced ¿puffy eyelids.¿ patient reported the "swelling" subsided the following day. Approximately 6 weeks later, the patient reported noticing a "pimple like sore" on the left corner of the mouth. Two days later, the patient developed a "pimple like sore" on the right corner of the mouth and experienced "soreness, tenderness, redness, swelling, and can feel ¿bumps" under the skin where the "sores" are located. The symptoms 6 weeks later were attributed to the injection with juvéderm vollure¿ xc in the marionette lines and is unrelated to the injection with juvéderm® ultra plus xc. That day, the patient received hyaluronidase and was prescribed prednisone. Symptoms are ongoing. Patient was concomitantly was taking calcium, vitamin b, vivelle, synthroid and olux foam to the scalp. This is the same event and the same patient reported under MDR ID #3005113652-2017-00693 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® ultra plus xc, also a device manufactured by allergan.